Event description:
Onq pumps for incisional infusion of local anesthetics or nerve block with local anesthetics should be filled by pharmacy departments in laminar flow hoods per (B)(4). As the pharmacy at our institution has been preparing these pumps, the inadequacy of the labeling to differentiate one pump from the other is grossly inadequate. Of more significant concern, the luer lok connector at the end of the pump is directly compatible with IV tubing, raising the risk (which can be fatal) of local anesthetic being infused intravenously if the tubing is misconnected to an IV line instead of the onq catheter. Distributed to us by kimberly clark.